Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products: unk femoral lot# unk. Unk bearing lot# unk. G2: iran. G2: journal article citation: yazdi, hamidreza md; talebi, sina md; razi, mohammad md; sarzaeem, mohammad mahdi md; moshirabadi, ataollah md; mohammadpour, mehdi md; seiri, sina md; ghaeini, moein md; alaeddini, soroush md; abolghasemian, mansour md1. Effect of adding stem extension to a short-keeled knee implant on the risk of tibial loosening: a historical cohort study. Journal of the american academy of orthopaedic surgeons 33(4) :p 187-193, february 15, 2025. / doi: 10.5435/jaaos-d-23-00833. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that one patient, within the non-stemmed group, underwent a debridement to treat wound edge necrosis. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. Necrosis occurs when the tissue has been deprived of oxygen or adequate blood flow. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Root cause of the reported event is not device related. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.